Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. The 2.75x23mm xience prime stent implant was successfully deployed. A vessel dissection was noted, which was treated with deployment of 3.0x12mm xience prime stent implant to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.